Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the penumbra system 4max reperfusion catheter (4max) was kinked upon removal from its dispenser hoop. The kinked 4max was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new 4max.